Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes 21 tubes had gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes 21 tubes had gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, 200 retention samples from bd inventory were visually inspected and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met and satisfactory per internal procedures. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.